Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was confirmed through event history log (ehl) review as the device showed 46228 and 41626. Visual inspection found a detached downstream occlusion (dso) seal. The root cause of the issue was defective printed wiring assembly (pwa) and motor. The dso seal, pwa and motor were replaced.

Event description:
It was reported that the device exhibited "code error 46228, impossible to turn off". There were two interventions by two nurses. The patient information is male, e.d., 60 years, 59 kg. The medication that was administered to the patient was morphine. There was patient involvement but no patient harm.